Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 185 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received in a partially deployed state with the adhesive liner still attached to the adhesive pad and the blue needle guard covering the needle well. Upon removing the adhesive pad and needle guard, the hard cannula was observed in the exposed portion of the soft cannula. Upon opening the device multiple components on the linkage, needle mechanism, and drive mechanism assemblies were observed to be damaged. Examination of the underside of the top housing found scratch marks corresponding to the linkage assembly damages. Data obtained from the device showed that the device completed first and second prime with an expected number of pulses in each priming sequence. The location of the damages along with the data suggest the damages were post-use. It could not be conclusively determined when the needle mechanism deployed.